Event description:
Inbound. Pt states has excess treprostinil medication left in cadd ms3 pump syringe at time of syringe change when pump alarms that it is low cadd ms3 pump serial numbers (B)(4). Pump replacement not needed at this time. No further details provided.